Manufacturer narrative:
This report is being submitted to correct the following fields. C is updated so that g4 will no longer have "combination product" checked. Updated fields: c, g3, g6, h2.

Manufacturer narrative:
This report is being submitted to correct the following fields of the intial report.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 153364 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 153364 and test base part number 195-430h / lot 148134. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 153364 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, or the specific patient sample.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result with the binaxnow¿ covid-19 antigen self test performed on (B)(6) 2021 on a direct tested nasal kitted swab generated positive results. On (B)(6) 2021 repeat testing was performed with the binaxnow¿ covid-19 antigen self test performed on (B)(6) 2021 on a direct tested nasal kitted swab also generated positive results. On (B)(6) 2021, he did a rt-pcr test at (B)(6) and generated negative results. The consumer stated he was symptomatic. The consumer reported he was self triaging and taking the following medications in response to symptoms that sort of looked like a covid infection, medication: vit-d 5000iu, magnesium 250 mg, zinc 50 mg, calcium 500mg, ivermectin 15mg . No treatment was provided and no medical follow up was required.